Event description:
It was reported that a telemetry/communication anomaly was observed. It was unable to connect to the confirm via bluetooth. There was no allegation on the cell phone app. The device was eventually able to interrogate at clinic. The device will remain implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.